Event description:
Boston scientific received information that during a routine generator change-out there was approximately two seconds of asystole, however exact duration was not known, when switching the rv lead from the old generator to the new device. There was an attempt to pace lv ring to lv tip with new device at 80 ppm until the rv lead could be connected to the new device. The old device lower rate limit was 70 ppm. Initially there was lv pacing at 80ppm, then it appeared there was rv pacing 70 ppm just prior to the physician disconnecting the rv lead from the old device. Asystole then followed after rv lead disconnected from the old device and pacing was restored quickly when the lead was connected to the new device. The field representative consulted with boston scientific technical services (ts) and rv-based timing and ability to sense from open port was discussed, and that pacing inhibition with the new device was due to oversensing through the open rv port. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.